Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered as the issue occurred during testing. The customer reported to the remote service engineer (rse) that a high blower temperature alarm occurred. A service proposal was sent to the customer for repair; however, per good faith effort (gfe) response, the authorized service provider (asp) engineer was not able to evaluate or repair the device as the device was out of warranty, and the customer did not accept the proposal. Therefore, no work order was generated, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.